Event description:
As reported: "surgeon performed a stage 1 [revision] due to an infection. Operative side ws right hip."

Manufacturer narrative:
Corrected data: age units (patient). An event regarding infection involving a trident liner, hip screws, accolade stem, trident shell and ceramic head was reported. The event was not confirmed. Method & results: -device evaluation and results: not performed as the device was not returned. -medical records received and evaluation: no medical records were received for review with a clinician.. -device history review: all devices in the reported lot were manufactured and accepted into final stock with no relevant reported discrepancies. -complaint history review: there has been no other similar event for the reported lot and sterile lot. Conclusions: the exact cause of the event could not be determined because further information such as pre- and post-operative x-rays and the primary operative report as well as patient history and follow-up notes are needed to complete the investigation for determining root cause. No further investigation for this event is possible at this time as no devices and insufficient information were received by stryker orthopaedics. If devices and/or additional information become available to indicate further evaluation is warranted, this record will be reopened.

Manufacturer narrative:
The following devices were also listed in this report: trident hemispherical cluster hole shell; cat# 502-11-56f; lot# 59790803, 6.5 cancellous bone screw 40mm; cat# 2030-6540-1; lot# dh26a3, 6.5 cancellous bone screw 35mm; cat# 2030-6535-1; lot# 920dwj, size 6 accolade ii 127 deg; cat# 6721-0635; lot# 60498406, delta v-40 ceramic head 36/0; cat# 6570-0-136; lot# 60708401. It cannot be determined which, if any of these devices may have caused or contributed to the patient's experience. Review of the product history records indicate the devices were manufactured and accepted into final stock with no relevant reported discrepancies. There have been no other similar events for the lot referenced. It was noted that the device is not available for evaluation. If additional information is received, it will be provided in a supplemental report upon completion of the investigation.

Event description:
As reported: "surgeon performed a stage 1 [revision] due to an infection. Operative side ws right hip."